Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported dates, the patient began unspecified treatment and the patient was recovered from the peritonitis. It was reported that pd therapy was withdrawn during the treatment (date unspecified). It was not reported whether the patient was hospitalized for the event. No additional information is available.